Manufacturer narrative:
(B)(4). Date sent: 7/6/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Only event year known: 2021 product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what device was it attached to? Attached to our 251010j smoke evacuation pencil. Was the device connected via direct connect or rf senor? It was directly connected to the unit.

Event description:
It was reported that during an unknown procedure that the unit will continuously run. Does not sync activate accordingly.